Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd ultra-fine¿ pen needles' packaging seals came loose before use. The following information was provided by the initial reporter: "...for some the seal was not glued well and came loose."

Manufacturer narrative:
H6: investigation summary: six photos of 31g x 5mm pen needle cartons were returned from lot. No. 2159729, cat. No. 320522. Visual examination of the returned photos was carried out and damage to the cartons was observed. The closure label on the cartons was observed to be open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that 7 bd ultra-fine¿ pen needles' packaging seals came loose before use. The following information was provided by the initial reporter: "...for some the seal was not glued well and came loose."